Manufacturer narrative:
(B)(4). When the revision procedure has been performed, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed low out of range impedance measurements in bipolar. Normal measurements were obtained in unipolar. A chest x-ray did not reveal any issues. It was thought there may be an insulation issue. Interrogation of the associated pacemaker revealed a lead safety switch had occurred as a result of the impedance issue. A lead revision is intended. No adverse patient effects were reported. No allegation against lead function was reported.

Event description:
Additional information was received. The patient with this system is not pacemaker dependent. As the patient with this system has non-cardiac medical issues, a decision has been made to further monitor this lead at this time.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.